Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient came into ER. Radiographs show a dislodged femoral head and an obvious wear pattern in the stem trunnion area. He was scheduled for surgery. The surgery plan was to replace the accolade tmzf stem with a restoration modular construct and a new head and liner. Operation was successful.